Manufacturer narrative:
H10: manufacturer report number.

Event description:
It was reported that during procedure; the jade balloon was inflated in mid superficial femoral artery (sfa) to 8atm and it ruptured. The physician attempted to pull the balloon out of the sfa over the wire and it could not move, it just accordioned. The pedal access was obtained in an attempt to capture balloon with a snare. Some of the balloon was snared out and a stent was placed to adhere the leftover balloon to the artery wall.